Manufacturer narrative:
A review was conducted of all applicable material, manufacturing, storage and distribution records. The records indicated that all product lots for this item shipped were manufactured within specification, maintained and distributed in accordance with all approved company procedures. Device evaluation of the returned device and a controlled device from the same lot was performed in an attempt to replicate conditions necessary to create a scenario where reported event is possible. During final tightening of set screws, it has been commonly observed that the rod creates a sweeping burnish mark on the bottom surface of the set screw akin to a windshield wiper mark. However, this mark was distinctly missing on the set screw related to this incident. It is unknown what prevented "proper" contact between the set screw and the rod during the final tightening of set screw. Based on the evidence from the observations and testing performed, no probable root cause(s) for this incident could be determined until and unless further information becomes available. Therefore, no corrective action is deemed necessary at this time. The patient was revised successfully and is reportedly doing well.

Event description:
Surgeon performed a revision surgery on (B)(6) 2016 to replace a set screw that was discovered to be loose. The original surgery was completed on (B)(6) 2016.